Manufacturer narrative:
The event date was approximated as (B)(6) 2017. It was reported that the patient was admitted on an unknown day this march due to the driveline infection, and that the patient was still admitted during the event of the stroke reported within MFR report # 2916596-2017-00772, which occurred on (B)(6) 2017. Reference MFR report # 2916596-2017-00772 for the report of the report the patient¿s stroke. Reference MFR report # 2916596-2017-00771 for the report of the suspected thrombus. The report of the admission due to driveline infection was reported by an outside facility, (B)(6) hospital, during follow-up regarding the events reported within MFR report # 2916596-2017-00771 and MFR report # 2916596-2017-00772. The patient was admitted to the implanting center, (B)(6) hospital, for the driveline infection. Approximate age of device ¿ 3 years 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted to the implanting center on an unspecified day in march due to a pseudomonas driveline exit site infection. Reportedly the patient had a history of (B)(6) infection. Blood cultures were negative. The only positive culture was of the driveline exit site, and the clostridium difficile that reportedly followed. Additionally reported during this admission, the patient was assessed for suspected device thrombosis. The patient also experienced a stroke. It was reported the patient was being evaluated for transplant.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.